Manufacturer narrative:
The investigation could not identify a product problem. The different anti-tpo values, generated with the analyzers from roche diagnostics and abbott, likely related to methodological differences of the assays. An interference against the streptavidin and biotin components of the anti-tpo assay can be excluded in the patient sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche diagnostics cobas elecsys anti-tpo on two cobas e 411 immunoassay analyzers and a cobas 8000 e 801 module. The value measured at the customer site was reported outside of the laboratory to a physician. The patient has no disease or clinical findings which would correspond to a high anti-tpo result. Refer to the attachment for all patient data. The sample was initially tested on the customer's e411 analyzer on 02-sep-2020. The sample was repeated on an architect analyzer. The sample was also provided for investigation, where it was tested on a second e411 analyzer and an e 801 analyzer on 10-sep-2020. During investigations, the sample was also tested with roche diagnostics cobas elecsys anti-tpo before and after treatment with "sa-mp". It is unknown which analyzer was used for these measurements. The serial number of the customer's e411 analyzer is (B)(4). The serial number of the e411 analyzer used for investigation is 65g1-25. Anti-tpo reagent lot number 457021, with an expiration date of april 2021 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is 16z4-02. Anti-tpo reagent lot number 482539, with an expiration date of february 2021 was used on this analyzer.